Event description:
It was reported that during the implant procedure, the lead helix was bent. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.